Event description:
It was reported the patient began experiencing a loss of therapeutic effect in march. The patient was experiencing a return of pain symptoms. The patient felt the pump was not giving medication as intended. In 2008 the hcp confirmed an issue. The drug used in the pump is morphine 10 mg/dl at a dose of 2.0 mg/day. The catheter was replaced in 2008.

Manufacturer narrative:
Used for catheter.